Event description:
Per the clinic, the patient experienced recurrent suppuration around the implant site, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, but this has not occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).